Event description:
Customer alleged blood glucose results in the 100's mg/dl, 200's mg/dl, and 300's mg/dl rapidly displayed on the compact system after blood was applied to the strip. The customer stated that the meter settled on a value of 382 mg/dl. Customer reported no symptoms and did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.